Event description:
It was reported that minor patient experienced issues with mobi cartridges and lost ability to use them, and parent also needed help accessing information after recent death of spouse. There was no reported impact to the customer¿s blood glucose level. Customer technical support attempted multiple follow-up contacts by phone and email, but parent chose to call back when ready and did not respond to later reminders, so case was closed with no additional troubleshooting or actions documented.